Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.

Event description:
Noise was observed on the pace/sense channel. Lead was explanted.